Event description:
The iab was inserted into the pt on 01/21/1998 ar 11:00 a.m. And removed on 1/22/98 at 8:45 p.m. The iab did not malfunction. The pt had blood oozing around the sheath and a decrease in the hemoglobin and hematocrit. Event complications: blood oozing/drop in hemoglobin/hematocrit- rpt'd 01/28/98. Pt's current status: unk- rpt'd 01/28/98.